Event description:
It was reported that the asymptomatic patient presented for right ventricular lead revision, due to noise observed in clinic, suspected due to rib clavicle crush damage due to patient's active lifestyle. The noise was reproduced with pocket manipulation and some inhibition was noted. The lead was capped and replaced successfully on (B)(6) 2017. The patient was fine post procedure.

Manufacturer narrative:
Should have been (B)(4) 2010 rather than (B)(4) 2010.